Event description:
It was reported that the lead had dislodged and was capped. No additional information was available at this time.

Manufacturer narrative:
Initial reporter: study. Concomitant product: correct model number should be 2088tc.